Event description:
Event occurred with regards to a plum 360 with device where the reporter stated that "pump was running on chemo patient, and the medication ran air pushed to the patient. There was slight delay as they changed the pump. The event occurred during chemotherapy." There was patient involvement, no human harm but there was delay in therapy reported. Medwatch report #mw5173539 received an updated report stating that "the patient was receiving IV hydration prior to chemotherapy via a peripheral IV on the secondary line. The solution as 0.9%nacl being ran at 999/hr. The volume to be infused was 1000ml. The pump began to alarm. The IV fluid bag was empty, and the pump error read "distal air." The nurse noted air through entire primary IV tubing, distal cassette, and to the patient and IV lock. Patient involved was a 2mon old male non-hispanic white patient.".

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Manufacturer narrative:
Engineering noted that an infusion in line a was started for 250 ml at 100ml/hr. Then line b piggyback infusion started with volume to be infused (vtbi): 1100ml at rate: 999ml/hr. The infusion was stopped by distal air in line bolus alarm after 1hr 2 mins infusing 1037ml, the alarm was cleared and later powered off and not used again. The user pressed 1100 instead of given 1000 as mentioned in the description and suggests the bag was empty leading to distal air in line. According to system operating manual document, the distal air in line alarm occurs when a single air bolus or the cumulative air detected at the distal sensor exceeds the air detection threshold. The clear condition is to open the cassette door and to see resolving a distal air-in line alarm on page 4-30 if it persists. To conclude: engineering confirmed that the device alarmed distal air in line bolus and the probable cause being the bag was empty as per the description though engineering cannot confirm the physical start/end volume of a bag based on the logs. The faster rate would result in a faster infusion causing the administration of the medication to finish earlier than anticipated and this was the result of the user entering 1100 ml instead of the said 1000ml vtbi which suggest the bag was empty causing the pump to raise the aforementioned alarm.